Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported for incomplete coaptation. The reported patient effect of recurrent mitral regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be related to challenging patient anatomy and procedural condition. The reported poor image resolution appears to be related to challenging patient anatomy. The reported recurrent mr is due to slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for single leaflet device attachment (slda) with recurrent mitral regurgitation. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating functional mitral regurgitation (mr) with a grade of 4. The patient anatomy included restricted leaflets and a large coaptation gap. Imaging was challenging. One clip was implanted and the mr was reduced to grade 2. Post procedure, on (B)(6) 2021, a single leaflet device attachment (slda) occurred, with recurrent mr of grade 4. The clip had detached from the posterior leaflet. No additional intervention was performed. No additional information was provided.